Manufacturer narrative:
A method, result, and conclusion code were added. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High pacing thresholds and high pacing impedance were reported on this lead on (B)(6) 2021, measurements were trending up since (B)(6) 2021. Lead was explanted on (B)(6) 2021. No adverse patient events were reported. Should additional information become available, this file will be updated.